Event description:
The plaintiff was "implanted with an intepro y-sling on or about (B)(6) 2008" to treat "her stress urinary incontinence." It is alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue" as well as "serious and permanent non-economic and economic injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.